Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot # 18691404, description: next generation anchor kit-sterile sc-2218-50, sn (B)(4): the complaint has been confirmed. Visual inspection revealed the proximal end is missing contact #8 and the retention sleeve. It was reported that the lead was stuck inside the lead extension connector. Based on the photo taken during the surgery, it appears that contact # 8 was crushed by the set screw, and it resulted in the contact deformation and the inability to remove the lead proximal end from the lead extension. Excessive force was exerted in order to separate the stuck lead from the extension. It resulted in the separation of the lead extension's connector block from the rest of its contacts. Additionally, the lead was cleanly cut approximately 46 cm from the distal end. The cut damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-4316: the clik anchor has a torn eyelet with missing silicone material. It is unknown if the silicone was removed from the patient. Sc-3138-35 sn (B)(4) & sc-2218-50 sn (B)(4): as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However a review of the complaint report and device history records did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient fell and later experienced loss of stimulation and high impedances. On (B)(6) 2017, the patient underwent a revision procedure wherein it was discovered that the patient's lead extension was broken. The surgeon did not know if the damage to the lead extension was caused during the procedure or prior to the procedure. The lead extension was replaced. The second lead extension was damaged as the physician experienced difficulty disconnecting it from the lead. As the lead extension was explanted, a piece of metal was left on the implanted lead. On (B)(6) 2017, the patient underwent a second revision to replace the lead with the attached piece of metal. The physician noted exposed cables.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm model #: sc-2218-50 serial # (B)(4), 3045957 description: linear st lead, 50cm the explanted extensions were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient fell and later experienced loss of stimulation and high impedances. On (B)(6) 2017, the patient underwent a revision procedure wherein it was discovered that the patient's lead extension was broken. The surgeon did not know if the damage to the lead extension was caused during the procedure or prior to the procedure. The lead extension was replaced. The second lead extension was damaged as the physician experienced difficulty disconnecting it from the lead. As the lead extension was explanted, a piece of metal was left on the implanted lead. On (B)(6) 2017, the patient underwent a second revision to replace the lead with the attached piece of metal. The physician noted exposed cables.

Manufacturer narrative:
Additional information was received that the torn silicone was removed from the patient.

Event description:
A report was received that the patient fell and later experienced loss of stimulation and high impedances. On (B)(6) 2017, the patient underwent a revision procedure wherein it was discovered that the patient's lead extension was broken. The surgeon did not know if the damage to the lead extension was caused during the procedure or prior to the procedure. The lead extension was replaced. The second lead extension was damaged as the physician experienced difficulty disconnecting it from the lead. As the lead extension was explanted, a piece of metal was left on the implanted lead. On (B)(6) 2017, the patient underwent a second revision to replace the lead with the attached piece of metal. The physician noted exposed cables.